Event description:
It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the right ventricular lead had high capture threshold. The patient presented in clinic and a chest x-ray was completed to reveal no lead damage or position issues. No intervention was completed. The patient was stable and will continue to be monitored.